Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the sjm representative met with the pt for reprogramming and multiple contacts on the lead had invalid impedances. Also, stimulation was not able to be provided in the correct area for the pt's pain pattern. X-rays were taken and the lead position appeared to be correct, however, a kink in the lead near the anchor site was suspected. The pt's lead was subsequently explanted. Additionally, the physician was not able to replace the pt's lead and explanted the pt's scs system (reference MFR report: 1627487-2013-15335).